Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient implanted nine days earlier with a left ventricular assist device (lvad) experienced an inappropriate shock and right ventricular (rv) oversensing was reported. Upon checking the rv lead, decreased r-wave and impedance measurements were reported along with increased threshold measurements and loss of capture (loc). Technical services (ts) was consulted and received stored electrograms (egm) and telemetry strips for review. It appears that one true episode of ventricular fibrillation (vf) occurred that was treated and successfully converted with two appropriate shocks. Ts discuss that the lead data from the day of the lvad implant to the lead data currently indicates that the lead is likely dislodged and related to implant of the lvad. Ts also discuss the rv egm does look like it was showing external noise as a baseline and then picked up the vf. It appear an appropriate shock occurred but likely the rv lead dislodged.